Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information to the completed device investigation summary submitted on the previous report submitted. Upon review of complaint investigation, it was noted that the device bending section pin was lilted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited lifted pin at the bending section. There was no patient involvement.